Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer determined there was a sample probe clot. The customer replaced the probe. All probe adjustments and washes were confirmed. The pump pressures were confirmed. The sample probe was adjusted. The system passed ise checks, precision studies, calibration, and controls. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for approximately 199 patient samples tested on the cobas pro ise analytical unit. The customer provided an example of one patient sample with discrepant na electrode results. The sample initially resulted in a na value of 129 mmol/l. The customer suspected the sample probe had a clot, so they decided to repeat the sample. The customer repeated the sample, but did not know if it was repeated on the same analyzer or a second analyzer. The repeat value was 136 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The customer stated that controls were acceptable prior to the event. Correction. The following statement was made in error: "the field service engineer determined there was a sample probe clot. The customer replaced the probe. All probe adjustments and washes were confirmed. The pump pressures were confirmed. The sample probe was adjusted. The system passed ise checks, precision studies, calibration, and controls. " the statement is corrected as follows: the field service engineer found that the sample probe water stream was diverted. It was suspected there was abnormal material in the probe tip. The probe was replaced. Mechanism checks and an air purge were performed. The investigation determined the service actions resolved the issue.